Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned two test strips only. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with fasting test result of 228mg/dl from 05/01/2016 at 08:04am. The customer's expected fasting blood glucose test result range is 110 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).